Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the arterial line for this patient was inserted on (B)(6) 2011. On (B)(6) 2011, they found the arterial line has stopped working. Upon closer examination, the physician discovered that the catheter had developed a crack or tear at the proximal end where the catheter exits the skin and meets the distal hub. As a result, the catheter was exchanged for the patient. There was a delay in treatment with no harm to the patient. There was no patient death and no patient complications were reported.